Event description:
During a stenting procedure, the physician felt resistance when removing iq marker guidewire from the guide catheter during insertion. The physician was attempting to pull out the iq marker guidewire to reshape the device and it did not come out from the adapter. It was further reported the phsician loosened the adapter and removed the iq marker guidewire together with the adapter. The lesion being treated was in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as "satisfactory".